Manufacturer narrative:
The insulin pump was received with a critical error. A pump error 35 was found in the formatted history file due to corroded electronic assembly. The insulin pump failed leak test, leaked at back side of the case on the battery tube area. The motor assembly was found with corrosion traces. The insulin pump was received with cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, scratched case and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed critical pump error. Customer's mother stated they were unable to clear the alarm. It was also reported the insulin pump was dropped on the ground. Troubleshooting did not occur as the buttons were nonresponsive. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.